Event description:
Device issue: stent dislodged. Time of device issue: during the procedure. Adverse event: none. It was reported that upon insertion of the vision into the predilated, heavily calcified and heavily tortuous patient vasculature, the stent came off of the delivery system due to the vessel calcification. There had been challenges in getting the unspecified guide cath to sit appropriately in the mid and distal right coronary artery target lesion. The physician inserted a voyager balloon through the dislodged stent and inflated the balloon past the stent. He was proceeding to remove the dislodged vision on the shaft of the voyager when the voyager separated at the hypotube. Another voyager was inserted to successfully remove both the hypotube of the 1st voyager and the dislodged vision stent. Another vision stent was used to complete the procedure. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all relevant information. The voyager dilatation balloon catheter referenced is being reported under a separated medwatch report number.